Event description:
It was reported that the left ventricular (lv) lead dislodged causing extracardiac stimulation. The patient was given medication and the lead was repositioned. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.